Event description:
Procedure was lap cholecystectomy, when using the ligaclip clip applier, the clip did not deploy properly - the clip deployed slanted. The product was removed and a second ligaclip was opened with the same results. Both devices were the same catalog and lot number. A third clip applier was opened and worked.device #1is this a laboratory device or laboratory test?no.